Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included amenorrhea, uterine leiomyoma and uterine dilation and curettage. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-jun-2018: events- "abnormal bleeding (general), lower stomach pain, she did not undergo confirmation test", reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)/heavy bleeding/blood loss") and syncope ("fainted") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included amenorrhea, uterine leiomyoma, uterine dilation and curettage, pregnancy and vaginal discharge. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In december 2013, the patient experienced pruritus ("rashes or skin condition type : itching all over body"). In june 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavy bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), syncope (seriousness criteria hospitalization and medically significant), abdominal pain lower ("lower stomach pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pruritus, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the syncope and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pruritus, syncope and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Pregnancy test urine - on (B)(6) 2012: negative most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Following event : rashes or skin condition type : itching all over body, blood loss, abnormal bleeding (vaginal), menorrhagia/heavy bleeding, dysmenorrhea (cramping) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.